Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving treatment of a lesion and in-stent stenosis within the superficial femoral artery, an advance 35 lp low profile balloon catheter's balloon ruptured. A cook sheath was used during the procedure. The anatomy itself was reportedly not stenosed, tortuous, or calcified. The balloon was inflated one time to nominal pressure within the stenosed stent, using an unspecified inflation device, at which point the balloon ruptured. Blood was noted in the inflation device. The balloon catheter was safely removed by itself. The physician was reportedly able to achieve the desired result with the compliant device. A 6x20 cook balloon was also used with no issues, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving treatment of a lesion and in-stent stenosis within the superficial femoral artery, an advance 35 lp low profile balloon catheter's balloon ruptured. A cook sheath was used during the procedure. The anatomy itself was reportedly not stenosed, tortuous, or calcified. The balloon was inflated one time to nominal pressure within the stenosed stent, using an unspecified inflation device, at which point the balloon ruptured. Blood was noted in the inflation device. The balloon catheter was safely removed by itself. The physician was reportedly able to achieve the desired result with the compliant device. A 6x20 cook balloon was also used with no issues, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection was conducted as well. The complaint device was returned to cook for investigation. The rupture on the balloon measured approximately 5.5 cm in length. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU was reviewed, and the customer followed all relevant instructions related to this failure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned product, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.